Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, the device logs were received for evaluation. The customer's report was observed during review of the device data logs. Review of the device logs showed the watchdog detected 5v out of tolerance and initiated a cpu reset. The device attempted recovery; status led turned red, service light illuminated, and the error cannot be cleared. The unit requires service. Without receipt of the device, root cause evaluation could not be performed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a red "x" indicator and was beeping. Complainant indicated that there was no patient involvement in the reported malfunction.